Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's complaint regarding the frayed grip cable. One grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist of the instrument. The other cables at the wrist were not damaged. No other damages were found. The complaint is being reported due to frayed grip cable on the prograsp forcep instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the jaws of the prograsp forceps instrument stopped rotating. The surgical staff noticed a frayed grip cable on the instrument. It was noted that there was no patient injury and no fragments fell into the patient.